Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During the procedure, the j-tip problem at the tip of the guidewire allegedly came loose. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows the partial view of a clinician holding a guidewire. The distal portion of the guidewire is noted to be completely stretched. Therefore, the investigation is confirmed for the identified stretched issue. However, the investigation is inconclusive for the reported fracture and material separation as the video evidence provided is not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During the procedure, the j-tip problem at the tip of the guidewire allegedly came loose. The procedure was completed using another device. There was no reported patient injury.